Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility information by bbm sales organization in brazil: "over infusion/ operating unit." Customer: "the npp started on (B)(6) 2022 at 23:26 pm. It should be infused in 24 hours. On (B)(6) 2022 I observed that the infusion ended at 20:00 pm, 3 hours before. I checked the infusion pump programming with double check, and it was programmed to infuse 1691ml in 24h (70.46ml/h) according to medical prescription. The bag wasn´t signs of damage or leaks. The patient and companion reported that the pump wasn´t opened or manipulated during the day."